Event description:
Reporter alleged obtaining the results of 362 mg/dl, 492 mg/dl and 199 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.